Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h10i22029). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event.the sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of constipation and peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. In (B)(6) 2011, a peritoneal effluent culture was performed with unknown results. The cause of the peritonitis was reported as constipation. Upon a follow-up call with the patient's nurse, the nurse declined to provide further information. Treatments were not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered from the peritonitis. An outcome for the event of constipation was not reported. Dianeal therapy was ongoing. An opinion of causality for the peritonitis and constipation were not reported.